Event description:
It was reported the patient experienced withdrawal. The symptoms went on for nine months and then the healthcare provider (hcp) finally replaced the pump and the patient felt significantly better right after the pump replacement. The drugs being delivered via the device system were morphine and bupivacaine. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).